Manufacturer narrative:
The complaint received states that during an aneurysm coil embolization procedure the orbit mini complex fill 3 x 6 unraveled/stretched and had premature deployment. During the coil embolization procedure, the orbit mini complex fill 3x6 coil stretched and detached prematurely during re-sheathing and inside the sl 10 microcatheter, and the delivery system and microcatheter were removed as a unit. No additional torque or manipulation was utilized during the time the coil was being deliver or removed. An adequate continuous flush was maintained through the mc at all times, and no damages were noticed on the mc, delivery system or coil that may have contributed to the event. The microcatheter was not re-shaped, and will not be returned for analysis. There was no reported adverse event. Prior to the event, one to one relationship between the coil & delivery tube was verified with fluoroscopy. During the repositioning process, the coil delivery system was not utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter, and no resistance when the coil was advanced. Other than the reported event, no other damages were noticed on the delivery systems or coil etc). No balloon remodeling technique was used during the procedure. The procedure was completed with same like product. There was no report of injury for the patient. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received unzipped without damaged. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage. The embolic coil was found stretched and it was still attached to the gripper. The gripper and the embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil" premature detachment was not confirmed during the analysis since the embolic coil was still attached to the gripper. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The cause of the coil stretched and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; procedural and handling factors appear to have contributed to these damages. Additionally inspections are in place as per (B)(4) that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The failure reported by the costumer as "coil - premature detachment" was not confirmed during the analysis since the embolic coil was still attached to the gripper. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The cause of the coil stretched and the damages found on the device could not be conclusively determined. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not suggest what other factors may have contributed to the reported and confirmed event; however, these are delicate devices and excess manipulation during the implantation process may cause damage.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15108660 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. The no other issues were noted that were considered potentially related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received unzipped without damaged. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage. The embolic coil was found stretched and it was still attached to the gripper. The gripper and the embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - premature detachment" was not confirmed during the analysis since the embolic coil was still attached to the gripper. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The cause of the coil stretched and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; procedural and handling factors appear to have contributed to these damages. Additionally inspections are in place that prevents these kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During the coil embolization procedure, the orbit mini complex fill 3x6 coil stretched and detached prematurely during re-sheathing and inside the sl 10 microcatheter, and the delivery system and microcatheter were removed as a unit. No additional torque or manipulation was utilized during the time the coil was being deliver or removed. An adequate continuous flush was maintained through the mc at all times, and no damages were noticed on the mc, delivery system or coil that may have contributed to the event. The microcatheter was not re-shaped, and will not be returned for analysis. There was no reported adverse event. Prior to the event, one to one relationship between the coil and delivery tube was verified with fluoroscopy. During the repositioning process, the coil delivery system was not utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter, and no resistance when the coil was advanced. Other than the reported event, no other damages were noticed on the delivery systems or coil. No balloon remodeling technique was used during the procedure. The procedure was completed with same like product.